Event description:
Wife contracted a severe case of contact dermatitis resulting from use of critikon soft-cuff blood pressure cuff after being released from (B)(6) hosp in (B)(6). Cuff was used for continuous monitoring of blood pressure for approx 24-28 hours. She has a documented allergic reaction to latex, but we were told by (B)(6) hosp in (B)(6), that the hosp is latex free. We contacted (B)(6) in an effort to determine the material used in fabricating the cuff. We had one phone conversation with a rep of general electric and we have had very limited contact with the risk mgmt office of (B)(6). Nether (B)(6) nor (B)(6) will or can tell us the materials used in the cuff. We are concerned that unless we can determine that material(s) is used in the cuff that creates the dermatitis, the problem will repeat itself if she is exposed to the same product for an extended period of time at a later date. As we understand, the product is disposable and has been eliminated. However, other cuffs identical to hers should be available from the hosp pictures of her arm are available upon request.